Event description:
During an lsh procedure using the pks plasmasord device, the surgeon tore the iliac artery when grasping with the grasper with limited visibility. The limited visibility was due to the electrosurgical smoke which hadn't had a chance to clear between morcellations. Our territory manager was present, as this was the surgeon's first case using our sord device. The torn iliac artery required the surgery to convert to an open procedure to control the bleeding. Approximately 4 liters of blood was lost. When our territory manager left the hospital, the patient was in stable condition after 2 hours of vascular surgery. It was understood by the territory manager that both the surgeon and the attending surgeon accept that it was a user error and not due to the device.

Manufacturer narrative:
The devices have been discarded by the facility. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The warning and cautions section of the product's IFU states: "if visualization of the treatment site or the device is lost during a procedure, stop immediately. Do not proceed until visibility is restored." As noted in the event's description, the user proceeded to continue to grasp tissue while the field of view was limited by smoke, in contravention of the instructions for use. Based on the available information, gyrus acmi believes this event was the result of a user error.